Event description:
The needle of the pleura-seal thoracentesis device was reported to have advanced unexpectedly when the sheath was inserted into the pleural space. Initially, the patient did not show signs of distress, but then lungs sounded moist and patient began to bleed from the mouth. The patient was then intubated and a chest tube was successfully inserted.